Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a liquid leakage due to deformation of the forceps lever. It was also observed that the screen was partly dark due to a scratch on the charge-coupled device lens. It was observed that there was a crease on the charge-coupled device lens and on the connecting tube. It was also observed that the adhesive part of the bending section cover was broken. It was observed that the scope cover was deformed. It was also observed that the scope connector protector at the universal cord is damaged. It was observed that the control part and the electrical connector was corroded due to leakage. It was also observed that the universal cord was crumpled. Lastly, it was observed that there was a low angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, part of the forceps wire is broken on the evis lucera duodenovideoscope. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with an unspecified device, with no further issue or delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that strands of the knob wire/forceps elevator (k-wire) wire snapped due to fatigue breakdown from repeated operation of the forceps elevator, then the k-wire became raised resulting from repeated reprocessing around the forceps elevator or attachment/detachment of distal cover. The event can be prevented by following the instructions in chapter 3 'preparation and inspection - inspection of the forceps elevator mechanism.' Olympus will continue to monitor field performance for this device.